Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 12 atms during predilatation. The number of inflations and to what atms is unknown. The lesion was located in the right coronary artery (rca). Another of the same devices was used, and no patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplement medwatch report will be filed. A review of the manufacturing records for this particular batch # 8659530 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This particular batch # 8659530 has no associated complaints at this time.